Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor displayed a service code 110. The cause for the failure was isolated to corrosion on the defibrillator pca. The root cause for the corrosion was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 110 (overvoltage cleared no energy).